Event description:
The report to technical services indicated same day of implant, oversensing was observed. Additional information received indicated the patient had follow-up one week post event, and there were no further issues. Device remains actively implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.